Event description:
It was reported that prior to a revision procedure for the pacemaker and right ventricular (rv) lead, the right atrial (ra) lead was noted to be in unipolar configuration. Boston scientific technical services (ts) was consulted and discussed that since the battery on the pacemaker was at end of life (eol) further diagnostics may not be available. It was determined that the ra lead was in unipolar configuration due to a likely lead safety switch from out of range impedance measurements. During the procedure the physician explanted the pacemaker and surgically abandoned the rv and ra leads. A new pacemaker system was successfully implanted. No additional adverse patient effects were reported.